Event description:
An alarm identified as "alarm 20" was reported during a loading process with the customer's pump. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so there was no confirmed adverse impact to the customer's blood glucose level. To address the issue, tandem technical support decided to replace the pump. The customer was advised to use manual daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the customer was given instructions on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.